Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Beginning on the day of onset, the patient was treated with tazicef (ceftazidime) (route, dosage, frequency, and duration not reported) and cefazoline 250 milligrams (route, frequency, and duration not reported) for the peritonitis event. Physioneal therapy was ongoing, but the patient was switched from automated peritoneal dialysis therapy to continuous ambulatory peritoneal dialysis (capd) therapy on the day of onset of the peritonitis event. The patient was recovering from the peritonitis. On the same day this report was received, the patient was retrained by the clinical coordinator on peritonitis and intraperitoneal guidance. No additional information is available.